Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.

Manufacturer narrative:
A medtronic representative, following-up at the site, confirmed there was no impact on patient outcome for this. A review of the registration process with this site it is believed to be the source of the reported error. On 10/21/2016, software investigation completed. Finding was that the suspected cause was user registration technique. Software is functioning as designed. No further issues have been reported.

Event description:
A site physician reported that, while in a transsphenoidal tumor resection with the use of axiem, the surgeon alleged an inaccuracy occurred. The patient was registered using tracer registration and head puck head tracker was placed in the middle of the patient's forehead and secured with tegaderm. The surgeon checked accuracy after registration and deemed it was good. After performing the beginning of the surgery procedure, the surgeon used navigation to drill a path to the tumor and alleged being inaccurate in anterior posterior (ap) direction by 2.5 centimeters (250 millimeters). The surgeon opted to abandon navigation and used a c arm and endoscope to proceed with the surgery. The magnetic resonance imaging (MRI) that was used for this procedure was up to protocol with 1 millimeter slices and no gantry tilt. It was reported that the 3d model looked fine. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.